Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed driveline wire damage. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. The pump appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2.0¿ and 3.0¿ from the pump housing. A distal segment adjacent to the metal connector was also returned measuring approximately 31.0¿ in length. The metal connector pins, bend relief, and alignment indicators appeared unremarkable. Continuity testing was performed on the driveline segments and all wires were found to be electrically intact. The silicone jacket and clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, separation and breakdown of the metal braided shield was observed along the length of the driveline. Visual and microscopic examination of the driveline revealed areas of damage on all wires approximately 30.5¿ from the metal connector. All areas of damage exposed the metal conductors. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this location. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The yellow and green wires represent the redundant wires that comprise phase 1, the black and brown wires represent the redundant wires that comprise phase 2, and the orange and red wires represent the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused a pump stoppage while connected to the power module. Also, if the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused a pump stoppage while connected to batteries. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate ii lvas IFU 29oct2014. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the walk-in clinic and it was noted that the patient had a past pump stoppage. The patient was unaware of the pump stoppage. The driveline was examined and pump stoppage could be reproduced close to the exit site. The patient underwent a pump exchange on (B)(6) 2020.